Event description:
It was reported that the 9600 system would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.